Event description:
Dr. Asked for bed to be airplaned. Picked up the controls of the bed (without touching any buttons), the bed began to go into trendelenburg position, which was lowering the pt head to the floor which was open at the time. So he held the return button and when he did this, the bed stayed in one position and did not move. However, as soon as he took his finger off the return button, the head of the bed began to drop again. So then we reached up and unplugged the bed. Nurse paged bio-med stat to the room to look at the bed. Bed remained unplugged until bio-med gave the ok to plug it back in at this time, and bio-med agreed it was ok to proceed.

Event description:
Dr. Asked for bed to be airplaned. Picked up the controls of the bed (without touching any buttons), the bed began to go into trendelenburg position, which was lowering the pt head to the floor which was open at the time. So he held the return button and when he did this, the bed stayed in one position and did not move. However, as soon as he took his finger off the return button, the head of the bed began to drop again. So then we reached up and unplugged the bed. Nurse paged bio-med stat to the room to look at the bed. Bed remained unplugged until bio-med gave the ok to plug it back in at this time, and bio-med agreed it was ok to proceed.